Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an expected alarm was not provided for the patient in room (B)(6) in the ICU on (B)(6) 2018 at approximately 03:30. The customer reported that the patient was harmed however details regarding the nature of the harm have been requested but not provided. Philips has considered the event may have required treatment and have considered the event to represent a possible serious injury.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and obtained the pic logs. The logs were reviewed by a philips complaint investigator (ci). The review of the logs found several apnea alarms, however, the bed labels were not the same as indicated by the customer. A review of the entire alarm log that was received did not find any entries for bed 6817. Attempts to obtain further details on the alarm log, and verify the affected bed label, were made, but no further information was provided. Philips cannot rule out a malfunction of the device. No parts have been ordered and no repair was found to be initiated . We will consider that the customer resolved the issue and that the device remains in use at the customer site, as no subsequent calls have been logged from this customer for this type of device/issue. No further investigation or action is warranted at this time. Should additional information become available, this report will be reopened for an investigation.